Manufacturer narrative:
.

Event description:
It was reported that a (B)(6) man has been treated with allevyn gentle border against diabetic ulcer on the outside of the foot. The dressing was changed twice a week. The wound became loosened, smudged and white around the wound.